Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The patient collapsed and died at home. The patient's spouse questioned "why the device did not go off and that the device did not do anything to save the life." Additional information was requested and the cause of death was listed as cardiac arrest due to chronic obstructive pulmonary disease, due to congestive heart failure. It was also learned the patient was seen in clinic approximately two months prior to death and there were no device or lead malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.